Event description:
A trilogy evo ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery, detachable battery, detachable battery interface printed circuit assembly and system printed circuit assembly need replaced to address the issue.